Event description:
My first md appt was in 2006. My eye kept getting red with no relief - I saw my ophthamologist the same day for nine days. I was diagnosed with fusarium keratitis. I was given steroid drops which I used then went back after a week and was put on an antifungal.